Event description:
Subsequent to lasik surgery with the intralase f8 laser at five days post-operatively, the patient presented with interface striae and haze in one eye. Uopn follow-up, the physician described these symptoms as being similar to central keratopathy. The flap was lifted and rinsed. Post-operative bcva is 20/30.